Manufacturer narrative:
Device was not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No further actions are possible with the available information. Please note that this patient also has an event reported for the aortic valve explant; reference MDR submitted for device serial #(B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 7 years due to severe mitral stenosis (ms). According to the op report, this patient also presented with severe aortic stenosis of his prosthetic valve. Therefore, he was referred for redo-mitral valve replacement and aortic valve replacement. This report will address the mitral valve. The mitral valve was exposed through the superior septal approach, which provided good exposure to the valve. The coronary sinus cannula was placed under direct vision. Removing the mitral prosthesis was a very difficult maneuver, but they were ultimately able to get the valve and bring it out. There were no findings on the device document. They sized it for a new 29 mm edwards valve. There was no perivalvular leak and good function of the new valve at the end of the procedure.